Event description:
A 71 yr old with cardiac history including previous cardiac bypss surgery and being followed at another facility admitted status post cardiac arrest at home. Pt has an internal defibrillator. Admitted to coronary care. On ventilator dopamine drip. Possible anoxic brain damage. While pt in electrocardiophysiology lab pt's internal defibrillator failed, most likely lead failure. Unsuccessful advanced cardiac life support.